Manufacturer narrative:
The device serial number has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that routine log files were sent for evaluation and analysis found a no external power event caused by power to the mobile power unit being briefly interrupted. Power was restored to the mpu and the alarm condition resolved about three seconds later. There was no interruption in pump support.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported no external power alarm was not confirmed; however, a low voltage event was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 8 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). On (B)(6) 2021 at 10:25:20 - 10:25:23 there was an atypical loss of power while connected to the mpu that caused low voltage alarms. A no external power alarm was not activated; however, the backup battery was activated during this event. This event cleared when ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking for the serial number of the mobile power unit, if the mpu would be returning, if it was known if the power cord came loose from the outlet, and if there were any environmental circumstances that would have affected ac power at the time of the event; however, to date no response has been received. The root cause of the reported alarm was unable to be determined in this analysis. No further information was provided. The manufacturer is closing the file on this event.